Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an infection at the ipg site. Surgical intervention took place where the ipg was explanted to address the issue and the patient was put on antibiotics. The manufacture representative will not be receiving further updates at this time.